Event description:
It was reported the patient elected to remove the implantable neurostimulator due to pain. It was noted there was no patient injury and the patient recovered from the explant without sequela.

Manufacturer narrative:
Analysis of the device, model 37712, serial no. (B)(4), found no anomaly. Analysis of the extension 3708140, serial no. (B)(4), found extension distal end molded rubber cut; no significant anomaly. Although this extension was received not completely seated in the other extension, it is unclear if this was caused at implant or explant because the boot had already been removed so potentially the setscrew could have been loosened at explant. Analysis of the extension 3708140, serial no. (B)(4), found extension distal end molded rubber cut; no significant anomaly. Analysis of the extension 3708220, serial no. (B)(4), found extension body cut through, product segmented; no significant anomaly. Analysis of the anchor 3550-39, found no anomaly. Analysis of the anchor 3550-39, found the anchor cut silicone; no significant anomaly. Analysis of the accessory kit 3550-29, found no anomaly. Analysis of the lead 3778-60, serial no. (B)(4), found lead body cut through, product segmented; no significant anomaly. Analysis of the lead 3778-60, serial no. (B)(4), found lead body cut through, product segmented; no significant anomaly. Analysis of the extension 3708120, serial no. (B)(4), found extension body outer insulation melted (suspected cautery artifact); no significant anomaly. Analysis of the extension 3708120, serial no. (B)(4), found extension body outer insulation melted (suspected cautery artifact); no significant anomaly. Analysis of the device, model 37702, serial no. (B)(4), found no anomaly. Analysis of the lead 3998, serial no. Unknown, found lead body outer insulation melted (suspected cautery artifact); no significant anomaly.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory; product ID 3550-29, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.